Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter address 1 : (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion seal (dso) was delaminated. There was no patient involvement.

Manufacturer narrative:
E1: initial reporter region state; (B)(6). Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection was performed during analysis. The customer reported complaint was confirmed during visual inspection, the downstream occlusion(dso) seal was found delaminated. The dso seal was replaced.